Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump screen was flashing. The customer's blood glucose unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit passed self-test and displacement test. No display anomalies noted including flashing white display or missing segments/partial display anomalies noted. Unit was programmed with test gst 3c link and test plug simulator. Unit communicated properly and display the calibrate your sensor alarm properly after completion of the warm up. A calibration value was manually enter and unit display the programmed valued properly on the display graph. No sensor feature anomalies were noted.